Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulted in pacing inhibition and varying in low voltage impedance. The programming changes were made. The patient was in stable condition and will continue to be monitored.